Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. This occurred with two tampons. She sought medical assistance for removal.